Manufacturer narrative:
(B)(4). Method: photographs of the outlet port of the complaint rd900 neopuff infant resuscitator were provided by the hospital and visually inspected. In addition, the manometer and bracket of the complaint device were received at fisher & paykel healthcare in (B)(4) for evaluation. The manometer was visually inspected and fitted into a known good valve system and tested according to the neopuff technical manual ((B)(4)). Results: visual inspection of the photographs revealed that the gas outlet port was broken. The manometer was found to be out of specification when performance tested. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff was repaired at the (B)(4) center and returned to the hospital after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the outlet port of an rd900 neopuff infant resuscitator was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was received at fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which might have lead to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the outlet port of an rd900 neopuff infant resuscitator was damaged. No patient consequence was reported.